Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a cryoablation procedure performed in (B)(6), the arctic front catheter was inserted in the flexcath steerable sheeth (catheter introducer) and placed into the left atrium. When aspirating the sheath, the physician reported that there were air bubbles present. There was no patient injury.